Event description:
The facility's clinical engineer reported an infusion pump with a 715 failure code. The device was received by the clinical engineer with a report from the nursing department that the failure 715 occurred when the nurse powered on the pump before use on a patient. There was no report of any patient injury or medical intervention caused by the failure of this device. No additional contact information was provided.